Event description:
It was reported that this right atrial (rv) lead exhibited noise and oversensing. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.